Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08800 inches. Successfully downloaded history files and traces using thump.power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Pump trace download analysis confirmed the pump alarmed pump error 25 and replace battery alert/replace battery now alarm. Insert battery alarm was found on: 08/27/2024 05:02:17.000. 08/28/2024 02:33:05.000. 09/01/2024 02:06:38.000. 09/02/2024 18:29:20.000, 09/02/2024 18:39:00.000. Replace battery alert was found on: 08/28/2024 02:00:00.000. 09/01/2024 02:00:00.000. 09/02/2024 18:00:00.000. Replace battery now alarm was found on: 08/28/2024 02:31:00.000. 09/02/2024 18:31:00.000. Pump error 25 alarm was found on: 08/27/2024 01:00:00.000. 08/27/2024 01:10:00.000. 08/27/2024 05:00:00.000. 09/01/2024 05:00:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 04-sep-2024 at 14:07:57.000. There was no power data available for the dates of 27-aug-2024, 28-aug-2024, 01-sep-2024 and 02-sep-2024. Unable to check power data for replace battery alert, replace battery now alarm and pump error 25 alarm. There is no low battery alert recorded in the formatted history file on the event date of 02-sep-2024.in further review of the formatted history file: battery cycle 1 received the lowbatteryalert (104) on 08/03/2024 13:46:00 after more than 7 days at 51.22 days.battery cycle 2 received the lowbatteryalert (104) on 06/12/2024 21:38:00 after more than 7 days at 9.8 days. Battery cycle 3 received the lowbatteryalert (104) on 06/03/2024 02:17:00 after more than 7 days at 12.11 days.with reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power management tool confirmed pump error 25 alarm and replace battery alert/replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Performed visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. ¿ in further review of the formatted history file 1 week prior to the event date of 02-sep-2024, these pump error(s)/alarm(s) were noted: no delivery alarm/insulin flow blocked alarm was found on 08/30/2024 18:48:31.000 during bolus delivery. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked case and a scratched case. The pump passed all the required testing. Customer alleged for charge/battery lasts less than expected was not confirmed. However, pump error 25 alarm and replace battery alert/replace battery now alarm were confirmed due to connector resistance j6/pcb1. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. Customer reported a low battery alert or a short battery life after 1 week of troubleshooting for same issue. Battery lasted less than 1 week. No harm requiring medical intervention was reported. Mmt-1805 was requested and customer response was the device will be returned.